Event description:
It was reported that the first anchor deployed successfully and we could visualize the second anchor, but tried unsuccessfully to deploy the second anchor. It looked as if the small metal trigger which helps deploy the second anchor had gone past the anchor and through the front of the needle assembly. A backup device was used to complete the surgery, the procedure was completed successfully.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. The delivery needle is bent on two planes. The actuator is lodged at the needles distal end. The device was functionally tested for proper actuator advancement and cycling and would not function as intended due to the bent needle.